Event description:
A customer reported occasional issues with air bubbles. There was no reported impact on the customer's blood glucose level as glucose levels varied. Troubleshooting revealed no active occlusion alarm during the contact, and the customer had run out of pump cartridges. The customer expressed appreciation and agreed to implement recommendations made by technical support, with a note to contact support if issues persist.